Event description:
Info was received that a pt had unspecified "personal injuries" following a refractive surgery. No report of this nature has been received from either the surgeon or the user facility. The device used was identified as an acs microkeratome but the device serial number was not identified.